Event description:
Additional information was received from the customer that there was no procedural delay. The patient was referred to another facility for the procedure. There were no reports of patient harm. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure that was initially reported, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The f10 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the rigid videoscope had a bent shaft. This resulted in delay of the procedure for more than 30 minutes while the patient was under sedation. There were no reports of patient harm.